Manufacturer narrative:
The customer reported that their AED would not power on during a rescue attempt on (B)(6) 2024. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced the battery life expectancy. On (B)(6) 2023 the AED identified that the AED was placed into service without the pads attached and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2024 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until (B)(6) 2024 when the battery pack was removed from the AED. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2024 when the battery pack was reinstalled into the AED and fully depleted. The review identified that the AED functioned as designed.

Event description:
The customer reported that their AED would not power on during a rescue attempt. A second AED was present at the scene, and it was used to deliver a shock to the patient. The patient survived to hospital but did not survive to hospital discharge. While the patient's death was not attributed to the use of the AED that failed to power on, this MDR is being filed as an adverse event due to the unknown delay in therapy associated with the device's failure to power on.

Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.